Manufacturer narrative:
Medtronic received additional information from this patient's physician that this annuloplasty ring was replaced due to recurrent mitral valve regurgitation. Upon opening the patient's left atrium and visualizing the mitral valve and band, the physician noted that "the atrial chord in the p2 position appeared to be redundant and loose. The remainder of the valve appeared to be thickened, and the anterior leaflet prolapsed above the level of the annulus." No other adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned for analysis. Without the return of the product, a definitive conclusion cannot be made regarding the clinical observation. Additional information has been requested, but no new information has been received to date. If additional information is received, or if the device is returned for analysis, a supplemental report will be submitted.

Event description:
Medtronic received information that approximately one year, five months post implant of this annuloplasty band in the mitral position, this band was explanted and replaced with an annuloplasty ring. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.